Event description:
A surgeon reported that during a vitrectomy procedure, a significant amount of leakage was noted from the cannula before the probe was removed from the valved trocar cannula. The surgeon believed that the silicone septum of the sleeve may have been damaged during the surgery, resulting in fluid leakage from the trocar cannula after the probe was removed from the pt's eye. The surgeon also mentioned that other surgeons at the facility have noted the same effect. The amount of leakage was not specified. The impact to the pt is unk at this time. Add'l info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. A lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. The root cause cannot be determined. (B)(4).